Event description:
An initial event notification was received by united therapeutics drug safety on 17-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 18-nov-2025. It was reported that the patient received pump idle attention alarms while using remunity pumps, (B)(4), despite troubleshooting with multiple cassettes. The patient was unable to continue their infusion, resulting in an interruption in therapy for approximately 18 hours. Replacement remunity pumps were sent to the patient. Additional information was received on 15-dec-2025, stating that the patient did not require medical attention due to the reported event and that they were successfully able to resume infusion using the replacement pumps.

Manufacturer narrative:
It was indicated in the initial event information that the patient experienced shortness of breath with walking; however, this was reported as being considered normal for the patient and is therefore not addressed in this report. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.